Event description:
While attempting to perform a sphincterotomy, the wire over the cannulating sphincterotome broke at the mid portion. The wire was retrieved intact. No evident damage to the patient.